Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may14 2007. Failure code 703 was initially reported on channels b and c by the facility. It is unknown when the failure codes occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is mainfested as a result of the uim pcb being defective. The uim pcb was replaced.

Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.